Manufacturer narrative:
This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. While the part number is unknown, pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, an unknown proximal femoral nail antirotation (pfna) broke postoperative. It is unknown if there was a surgical delay. Patient and procedure outcome was unknown. This report is for a pfna nail. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices: pfna helical blade (part: 02.027.036s, lot: l847737, quantity: 1), pfna bolt (part: 259.400, lot: l481927, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information provided. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 272.260s; lot: l914768; manufacturing site: bettlach; release to warehouse date: june 06, 2018; expiry date: june 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. As relevant for the complaint condition ¿proximal femoral nail antirotation (pfna) long length was broken,¿ the relevant features have been identified and measured. During this investigation, all dimensions of the nail which are relevant for the complaint condition ø17, ø10, oblong hole 5.1 and ø4.4 were measured, and have fulfilled their specifications according to the drawing. The position e/d/c from the oblong hole 5.1was not measured due to the bending after production step and besides is broken due to the complaint condition. However, these features were inspected during the manufacturing process through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. Based on the investigation result, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification as well as in the manufacturing documentation reviewed, no issue was identified. Due to any manufacturing issue having been excluded; this complaint is not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.